Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the cgm was reading high. The patient started taking insulin to attempt to get the glucose level down. It would not come down, so he continued to take insulin and ended up administering over 300 units of fast acting insulin. He began to sweat, felt very weak, tired, and sick, and was barely coherent. At that point he thought to check his bg via fingerstick, and it was 38 mg/dl, although the cgm was still reading high. He then began eating food and taking glucose tablets to raise his glucose level. When he got his glucose up, he attempted to calibrate his system, but it would not calibrate. The patient ended up removing the sensor. Additionally, they stated that they do not normally feel symptoms when their glucose is high or low. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.